Event description:
I cannot breathe in the face covering. I have serious anxiety about my inability to breathe in the face mask that exacerbates the issue and recently threatened my personal safety and well being. The public has become a crazed angry mob around the wearing of face masks. See doj civil rights violation report # (B)(4). I was attacked by an angry masked mob in the grocery store on (B)(6) 2020, because I lowered my face covering for a moment to breathe while experiencing symptoms of c-ptsd. It was one of the most frightening experiences of my life. My c-ptsd symptomology was just getting to a manageable level when I went to grocery outlet and got accosted by an angry masked mob for trying to breathe during a severe panic attack. The facts: I had a tailboard with my friend in the truck on the way to the store because I was anxious about wearing the surgical mask. I knew I had trouble breathing in the mask. That's why I wear the neck gator. I can breathe in the neck gator. But I had forgotten it. I was simply going (before coffee) to get creamer. I was not prepared for what happened at all. There were three employees working in the pet food aisle when (B)(6) reminded me that the cat needed wet food (she had been out for three days). Seeing the three employees triggered my situational awareness, and I was going to avoid them completely and just loop around later, but (B)(6) walked right through them down the pet aisle so I felt strong enough to follow her. I believe that the tight quarters triggered tightness of breath, because I suddenly struggled to breathe. I lowered my mask, keeping the loops around my ears, so I could catch my breath. I was immediately approached by a young employee who immediately scolded me and said, "you need to put your mask back on." I explained to the young man in earnest that I had a disability and that I was struggling to breathe. I told him that "I was just going to breathe. That I was sorry if it upset him but that I was just going to breathe." The manager claimed I never identified myself as disabled. That is a lie. I immediately identified as disabled. My friend heard me in the very next aisle. I have been fighting for my rights as a disabled employee. I am acutely aware of my rights as a disabled american. The young clerk who approached me ignored my pleas to breathe and insisted I remask. An accusatory message was announced over the loud speaker inciting a mob instead of a quiet private conversation to defuse the situation. By the time the female owner got involved I had been scolded, publicly targeted and defamed, and my girlfriend had been advanced upon by the very large male store owner for not wearing a mask even though her entire face was covered with her face covering. It was well above her nose and covering the entire bottom of her face and neck. But the very large store owner was pointing and advancing on her anyway. She is 4'10" and I was frightened for her safety. This triggered an acceleration of my symptoms and a panic attack. I began to exclaim that I had a panic disorder and that they were frightening me. None if it made any sense. I sited cdc factual data and urged them to consider the science but the angry mob descended and I left my body. The manager claims that her employees are trained to back off when someone says they have a disability, but that was not at all what happened. I was shooting loudly that I was disabled and at least three employees with smocks descended on me anyway. And that's not including the owners who were both in plain clothes. When I saw that the very large store owner was advancing on my friend even though she clearly had her face covered, I felt that our safety was at risk. That is when my symptoms accelerated and I left my body. When I requested that law enforcement stop the people video taping me they refused. They said that they couldn't. Instead all four sheriff stood around and let the public film me while I had a severe panic attack. FDA safety report ID# (B)(4).